Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the device is deformed, the interior is out of shape and the threads are sloped over. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the photo provided was suboptimal (blurry) and does not provide insight into the reported event. Based on the limited information provided, the clinical root cause of the reported event(s) could not be concluded; however, a user technique/procedural variance cannot be ruled out as a potential contributing factor and a device malperformance cannot be confirmed. No further complications were reported. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the biosure screw slipped from the bone hole. The screw was removed with a surgical tool from the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the original bone hole. No further complications were reported.